Event description:
The rptr indicated that undersensing was observed. The sensitivity was adjusted to its highest setting. The lead impedance is less than 250 ohms; impedance was 493 ohms at implant. The rptr stated that they will consider replacing the lead.